Event description:
The customer reported a speaker malfunction on the intellivue mx800 patient monitor. No audible alarms were generated. It is unknown if the device was used on a patient at the time of the reported malfunction. No death or patient / user injury or harm was reported.